Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix dual chamber eva bag leaked from the port. The exact process step when this occurred was not specified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection noted that the tubing coming from the lipid chamber had not been clamped. The reported condition was determined to be due to the clamp not being closed during compounding. No issues were observed with the device. Should additional relevant information become available, a supplemental report will be submitted.